Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 1/15/2026.

Event description:
A voluntary MDR/medwatch report was received on 04/15/2026. According to information submitted via the maude database, the patient reported that their dexcom g7 sensor was providing inaccurate glucose readings. The patient stated that the sensor continued to display incorrect values, requiring confirmation with fingerstick testing. The patient reported first noticing the discrepancy when the sensor displayed a glucose reading in the low hundreds (approximately 108 mg/dl). Approximately five minutes later, upon arrival at the emergency department, a fingerstick measurement indicated the patient¿s blood glucose level was over 500 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) voluntary MDR/medwatch report number mw5185443. B5: describe event or problem - additional information. B6 relevant tests/laboratory data, inclu - additional information. E4: initial report also send to FDA - additional information. G2: report source - additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - additional information. H6 codes: health effect - clinical code - additional information. H10: corrected data/ related report numbers. H11: additional narrative. Concomitant medical products - additional information.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm displayed 200 mg/dl while the bg meter showed 515 mg/dl. The comparison was performed by a nurse while the patient was admitted to the hospital. There was no information provided regarding who brought the patient to the hospital. The patient experienced excessive thirst, extreme fatigue and had aches. She was given IV insulin and was discharged on (B)(6) 2025. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).